Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass past iliac as per the clinical description provided.

Event description:
The user facility reported while the male patient was being implanted with the impella cp, the impella was unable to get past the iliac. As a result, the procedure was aborted.